Event description:
A malfunction alarm was reported with malf 16 code, and there was no adverse impact on the customer's blood glucose level. The customer was advised to use manual daily injections (mdi) as a backup therapy and was informed that the pump needed replacement, as it was not within warranty. Technical support confirmed the shipping address and instructed the customer to deplete the pump's battery before transport, return the problematic pump within 10 days using the provided pre-paid label and return box, and sent a replacement pump.